Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1" needles arrived in the same packaging as the bd safetyglide¿ shielding sterile subq hypodermic needles. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. CAPA is not required at this time.

Event description:
It was reported that 1" needles arrived in the same packaging as the bd safetyglide¿ shielding sterile subq hypodermic needles. There was no report of exposure, injury, or medical intervention.